Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 31 mg/dl. Customer reported that last night his blood glucose got down to 31 mg/dl but the insulin pump did not alerted him. Customer was assisted with navigating to his smart guard menu to check his high and low sensor alerts. Customer did not had his alerts set up. Customer was assisted with setting up his high and low alerts. Customer declined to troubleshoot his for low blood glucose. Customer stated he knew why he went low last night, his last meal was at 11.00 am yesterday. Customer was treated with a glass of milk. The device will not be returned for analysis.